Event description:
It was reported that the pump¿s sleep/wake button exhibited intermittent unresponsiveness, with the device otherwise functional and charged above 50 percent; during guided troubleshooting while on a charger, the button operated normally and the user reported the pump was working as expected. Symptoms included transient absence of haptic feedback perception, with no reported adverse health effects. Outcomes included no impact to blood glucose and no alarms or alerts. Investigation included remote troubleshooting and user education, including functional testing of the sleep/wake control while charging and instructions to capture evidence if the issue recurs. Investigation of this case revealed an inability to reproduce the issue during the call, consistent with an intermittent user interface responsiveness concern without evidence of device malfunction during observation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to non-reproducibility and normal function during evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.